Event description:
A malfunction was reported on the customer's pump with a malfunction code displayed as "malf 16." There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer.